Event description:
The facility rep reported an overinfusion during pt use. The pt was admitted for seizures. A primary infusion of 100 cc of normal saline containing 100 mg of versed was set to infuse 1 mg/hr. The versed was hung at 2215 and was discovered empty at 0705 the next day. Reportably, the pt was difficult to arouse and was administered an IV infusion of 0.5 mg of ramazicon. The pt's blood pressure, heart rate, and oxygen saturation remained normal through the whole event. The pt was transferred out of the intensive care unit the next afternoon. Although requested by baxter, additional info is available.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service tech. The ac power up self-test passed. The last infusion settings in the pump's memory: primary rate = 85ml/hr, volume = 0ml, total volume = 97ml, secondary rate = 100ml/hr & volume = 0ml. Customer's configuration settings: flow check = on (default is off), and the rest were set to default. The pump mechanism free flow prevention test was performed and passed. The pump was run using ml/hr per customer's rate of 1 mg/hr for 9 hrs. The pump delivered -0.60% (specifications is +/- 10%). In addition, two one-hr accuracy tests were performed. At 125ml/hr, the pump delivered -1.01% (specifications is +/- 7%). At 10ml/hr, the pump delivered +0.68% (specifications is +/- 10%). The safety / slide clamp mechanism operation, safety clamp gap check, up and downstream occlusion, keypad and panel lock tests were performed and passed. No visual damage found on the pump head, fingers move freely and the back plate was not sticking. No visual damage found on the motor, coupler, set screw, encoder & wheel, cpu pcb, sensor board pcb & interconnecting harness / wirings. Similar incidents have been received for this product family. This incident has been comminicated to the responsible baxter personnel to review and determined to be within the expected level of occurrence.